Manufacturer narrative:
This report is submitted on august 16, 2023.

Event description:
Per the clinic, the patient experienced a severe vertigo and subsequently was treated with oral steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.